Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (358 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Customer delivered a correction bolus to stabilize blood glucose levels.